Event description:
It was reported that the device had a medical fluid leakage. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: no lot number was provided; therefore, device history record review could not be performed. Fifteen (15) product samples and thirty (30) pictures were received for evaluation. Visual and functional testing was performed. Visual inspection found no damages detected. Functional testing found a leakage was detected in the connection between extension tube and female luer. The complaint is confirmed. An internal CAPA was opened on 15/dec2022 to investigate and determine the root cause of the failure in leak between tube and female luer solvent bonding. Currently the CAPA is in identified phase. Actions taken will be stated by the CAPA. However, all mitigations are placed in process and production personnel were notified about the leak in the solvent union between female luer and tube. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).